Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with about 300 units of insulin. There was no impact to the customer's blood glucose level. During the time of the call with tandem technical support, the contact reloaded the cartridge successfully and received an accurate fill estimate.